Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a stuck guidewire was confirmed but the exact cause was unknown. The product returned for evaluation was a 0.018¿ x 35cm guidewire and a 4.5fr microintroducer dilator/sheath. The wire was returned inlaid within the dilator/sheath assembly and all wire proximal of the luer hub was tightly curled. Further visual evaluation of the sample revealed the presence of a kink in the dilator tip and damage to the distal tip of the sheath. Microscopic examination of the sheath tip damage showed that the material had been locally pulled back sharply into a ¿v¿ shape. Further microscopic examination of the guidewire revealed the presence of disjoined coils within three regions of the wire: the proximal end, near the distal tip, and at a region leading into the tight curls of the wire. The damage to the sheath tip was indicative of forcing the sheath into a cornered object. The curling in the wire was characteristic of forcefully drawing the wire about a tight radius and would have occurred during use. The disjoined coils could have been a result of the use related event or could have been caused by another event and then contributed to a ¿stuck¿ wire, which then contributed the curled wire event. It was unknown which event had occurred first and ultimately what the root cause of the event was. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guide wire was stuck. On (B)(6) 2018 - returned wire is kinked.